Manufacturer narrative:
Evaluation summary: one used e2505-10fr suction coagulator was returned, and examination of the sample could not confirm a device issue. Visual inspection found no defects. The device was plugged into a generator and activated within specifications. No damage to the device body, cord or plug were found, and there was no electrical leakage when hipot tested. The investigation found the device to function normally and within specifications. .

Event description:
The customer reported that during a procedure, the physician developed a burn through a glove during use of the device. The issue occurred when covering the suction hole, and caused a mark to the tip of the finger. The device settings were at 40 for coagulate and fulgurate. There was no patient injury.